Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose, which resulted in a hospitalization. The customer's blood glucose level at the time of incident was 600 mg/dl. The customer's blood glucose level when admitted to hospital was 496 mg/dl. Customer had experienced the symptoms related to the high blood glucose were positive results in ketone test, nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with manual injection and fluids. Customer did not using auto mode. The insulin pump will not be returned for analysis.